Manufacturer narrative:
Failure analysis: the battery was returned for failure analysis. The battery, received in a low charge, was able to charge (in both mrx heartstart unit and cadex c7200 battery analyzer), calibrate, and seemed to operate normally. The battery was received with indication that it needed to be calibrated. Battery calibration was successfully performed and resulted in a battery capacity of 88%. Except from the physical damage to the fuel gauge button there is no fault found with this battery functionality wise. The battery failure analysis found the battery only needed calibration. The battery did not malfunction needing only calibration. The customer to be sent replacement battery. No further action at this time

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery fails to charge.